Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered an inaccurately large value into the bolus menu when delivering a bolus, and as a result the blood glucose (bg) decreased to 44 mg/dl. Customer consumed juice to address low bg. Additionally, the customer alleged that the basal-iq software resumed insulin delivery while the bg was still in the 40 mg/dl range. Although requested, the customer did not upload pump data for analysis and did not respond to multiple contact attempts from tandem technical support.